Event description:
Customer reports lancet protrudes from the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect system and replacement was sent.